Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2018 to the present date (B)(6) 2021 and confirmed that this device was previously returned for servicing device had similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.